Event description:
The customer reported having cardioplegia bag leaks near the bottom seam and using sterile gauze to wrap and clamp the bags, to prevent leakage onto the pump. The customer stated that no intervention was required to prevent injury during use, as the leaks were not severe enough to de-prime the bags. The procedure were successfully completed, and no adverse events or outcomes were reported. No add'l info is available. The customer advised that the bags were not saved for eval.

Manufacturer narrative:
The customer did not save any product for eval, and no add'l info was available regarding the individual cases. Therefore, we are unable to confirm the reported issues, or determine a root cause at this time. This report is under investigation. A f/u report will be submitted when our investigation is complete.